Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device delivered malformed staples. The procedure was completed with a like device. There was no pt consequence.